Event description:
Information received from the field does not address the patient's clinical status but notes that the device had high current drain. In addition, attempts to program the sensor were unsuccessful. The device was also functioning at rrt and programming of the remaining parameters was reported to to be slower than usual.~~~~~~~